Manufacturer narrative:
Medical devices: 5076-52 lead (B)(6) 2003, 4194-78 lead (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency department due to an audible alert. Interrogation indicated a lead warning for high impedance on the right ventricular (rv) lead. The lead remains in use and the physician will continue to monitor the patient and the gradual increase in impedance. No patient complications have been reported as a result of this event.